Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the emergency room was dispatched due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 400 mg/dl. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down. Customer declined to check air bubble and leak. The insulin pump will not be returned for analysis.